Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with their implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing from (B)(6) 2020 causing non-sustained right ventricular over-sensing alerts. Patient came in to the clinic on (B)(6) 2020 for reprogramming to address the issue. Patient was stable after the event.